Manufacturer narrative:
Additional information was received that no device malfunction was suspected. It was the physician's choice to replace the ipg. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced due to failure of the ipg.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced due to failure of the ipg.

Manufacturer narrative:
Additional information was received that the patient had difficulty charging the battery. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced due to failure of the ipg.